Event description:
It was reported that the procedure was to treat a total occlusion, in the left anterior descending artery (lad). Pre-dilatation was performed with a non-abbott 1.5 x 10 balloon and intravascular ultrasound was performed. The lesion length was 36 - 40mm, the distal lumen size was 2.0 mm, proximal lumen size was 3.0mm, and vessel diameter was 2.8mm. A promus 2.5 x 28 stent was deployed in the mid lad and post-dilated. Next a promus 3.0 x 28 stent was implanted at the proximal to mid lad. The proximal lumen size was 2.8mm and the lesion length was 13mm. Then a promus 3.0 x 15 stent was deployed in the proximal lad and was post-dilated. Ivus was performed and the 1st diagonal artery was observed to be jailed (occluded by the stent). The non-abbott 1.5 x 10 balloon was dilated to open up the occlusion. The outcome was successful, so the procedure was completed. There was no adverse patient sequela. The patient was released from the hospital and is doing well. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ultimatebross 3, xtreme; corsair; sion. Guide cath: 8f jl4 sh, 8f al1 sh, 4f jr4. Stent: 3.0 x 15 mm rx promus (1009541-15b, unk), 2.5 x 28 mm rx promus (1009539-28b, 0042942) other: finecross; ivus. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported occlusion is listed in the instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
The customer reported that the 7900 system had a physicist discrepancy. No pt injury was reported.